Event description:
The client side (documentation) of merge totally shut down during a stemi procedure. Re-logged into computer, and problem was fixed. It notified and merge notified. Per nursing director review ¿ continued issues with merge hemodynamic system. This instance, shut down mid case. Physician able to continue to work and care for patient however vital signs were visible but documentation of care and the report of meds, equipment and accurate times of treatment stopped. Registered nurse (rn) focus taken away from patient as she had to focus on restarting the merge system